Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in several spine procedures during a long span of time, recently reported to mdt. It was reported that they have been having issues with inaccuracies in several spine procedures during a long span of time and the account team has been to the site several times to check accuracy and nothing has been off, including checking o-arm accuracy and making sure everything was working properly. The issues have only been occurring with one doctor. There was no reported impact to patient outcome. No further information could be obtained.